Event description:
The customer called for help with his breeze meter. While troubleshooting, it was discovered the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement breeze2 meter was sent to the customer.